Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the pt's femorals without problems. When therapy was started, the pump alarmed "helium loss" every 2 minutes. As a result, the catheter was removed. Another iab was prepped and inserted into the pt's other femoralis successfully. There was no reported pt death or injury. Medical / surgical intervention was not required. Intra-aortic balloon pump (iabp) therapy was not delayed or interrupted. There were no reported pt complications. At the time of the report, the second catheter is still inserted and therapy still going on. The pt is ok.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.